Event description:
It was reported that during a da vinci-assisted surgical procedure, a white piece broke off the hasson cone. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hasson cone involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The hasson cone was found to have a broken clamp. A broken piece approximately 0.114" x 0.327" in size is missing. Root cause of this failure is typically attributed to mishandling/misuse. The latch part of the hasson cone was also missing.